Event description:
New information received notes that when the patient presented to the pacemaker clinic, low, out of range pacing impedance and low sensing were observed. An instance of post-sensed t-wave oversensing was observed on the device. The device will continue to be monitored. The lead was explanted and replaced. There were no adverse events before, during, and after the procedure.

Event description:
New information noted cardiac perforation.

Event description:
New information received notes that prior to the procedure, lead dislodgement was observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17649. It was reported that low impedance was observed on the atrial lead and non-sustained oversensing was observed on the device. Since that period, there were no non-sustained oversensing episodes and all lead measurements were okay. A chest x-ray was performed, and no lead dislodgement was found. There were no adverse events to the patient. The patient will continue to be monitored.